Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to a tip foldover. The patient was reimplanted with another cochlear device (specific date not reported).

Manufacturer narrative:
Correction: the previous or initial MDR submitted on july 19, 2022, was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. This report is submitted on august 19, 2022.